Event description:
A customer reported to baxter corporate product surveillance a 150ml intravia empty container in which particulate matter was observed. According to the report, the technician was compounding fluorouracil in the empty container when thin plastic like particulate matter was observed. The alleged defect was observed before patient use. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.